Event description:
It was reported that the micro oscillating saw operated when the trigger was not activated, during a routine maintenance evaluation by a manufacturer's service tech. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received by the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the device is received and the investigation is complete.